Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31572375l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt (idiopathic ventricular tachycardia) ablation and the patient experienced heart block that required pacemaker insertion. First, it was reported that the carto¿ 3 system displayed error 6150, soundstar® catheter sensor error. The soundstar® eco cable was replaced without resolution. The soundstar® catheter was replaced, with the original soundstar® eco cable reconnected, and then the soundstar® catheter was not recognized on the carto¿ 3 system. Then, the soundstar® catheter was connected to the new soundstar® eco cable from before, and the issue was fully resolved. The procedure continued. It was also reported that during the procedure, complete av (atrioventricular) block was noticed in the patient. When mapping the pvc (premature ventricular contraction) on the left side with the optrell¿ catheter, they had mapped the earliest target, and noticed there was no conduction system signals for the pvc. They then removed the optrell¿ catheter and advanced the qdot micro¿ catheter into the body and noticed there were still no local conduction system signals on the ablation distal electrode. After they came on ablation with the qdot micro¿ catheter, "runs of ectopy" were noticed on the ablation site. After the ectopy "quieted down," complete av block in the patient was then noticed on the recording system. They immediately came off ablation and removed the qdot micro¿ catheter from the body, replacing it with a webster® quadrapolar catheter to continue pacing in the left ventricle. A dual chamber micra pace device (leadless pacemaker) was implanted in the patient. The patient was reported to be in stable condition. Upon retrospective analysis, av disassociation was noticed on the recording system. The patient required extended hospitalization (one night extra stay for monitoring). Relevant history includes the right bundle branch block upon entering the lab. The physician's opinion on the cause of the adverse event was patient anatomy and no conduction system signal seen on ablation distal electrode before coming on ablation.